Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot ha5cjje, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Device follow up? When did the reported event occur ? Pre-op or intra-op? Was procedure completed successfully? And how? Is sample available to be returned for evaluation?

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date in 2019 and suture was used. The suture easily separates from the needle during use. It is unknown what was used to complete the procedure. There was no adverse patient consequence reported.